Event description:
During a rhinoplasty procedure, the tip of the vertebral augmentation needle broke off in the pt. The physician left the tip cemented in because the risk of removing it outweighed leaving it in.